Event description:
A distributor reported to baxter corporate product surveillance of a customer report that a 1000ml evacuated container in which poor suction was observed. The alleged defect occurred an unspecified amount of times during patient use. There were no reports of patient injury, adverse events, or medical intervention. The reporter clarified that this appeared to be an isolated incident. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.